Event description:
Procedure to be performed on patient is pulsed field ablation (pfa) atrial fibrillation ablation. After transeptal access achieved, had technical difficulties resulting in system reboot. During this downtime, patient became hemodynamically unstable requiring CPR, pericardiocentesis, rapid blood transfusion. CPR in progress from 1245-1410. Tod: 1410.